Event description:
It was reported a patient desaturated while using a synclara cough system. The patient¿s oxygen saturation dropped to 60% when using the synclara cough system. The patient¿s parental caregiver provided supplemental oxygen, and the patient recovered without medical attention required. Additionally, there was no report of device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.